Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that implant was in mouth for 3 years, patient referred intense pain and half of the implant was removed, the other half was integrated in the bone. Doctor tried to remove the integrated part of implant in another extraction surgery. A new implant with new crown was placed. Tooth location 36.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) oss410 (4.0mm acid etched ice implant) for evaluation. Visual evaluation was performed. The implant had a crown attached. Unable to remove the crown. The implant was fractured at the body. The fractured piece was not returned. The implant had a fractured abutment screw inside. This complaint refers to the oss410 (4.0mm acid etched ice implant). Device history record (DHR) review was completed for the subject lot number 2020111054. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020111054 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the body. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.